Event description:
A customer reported that their AED's asi is blank, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the age of this AED, the customer was advised to remove the AED from service. Should additional information become available a follow-up MDR shall be submitted.